Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The event occurred due to a defective charge-coupled device (ccd) unit and cable unit, however, the exact cause of the defects could not be specified. It likely the ccd failure occurred due to one of the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. It is likely the cable failure occurred due to one of the following; the cable pins on the connector are too small for the shield cables (shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins on the connector), the shield groups soldering joints are too weak to withstand the forces within the cable, the sealing compound within the connector does not seal the soldering joints and bare contacts completely against steam resulting in corrosion, the cables/soldering joints were under stress during the manufacturing process which lead to premature damage, and/or the soldering process used at the time of manufacturing was out of date. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the scope had a noisy image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: purple image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation however the customer¿s reported problem was unable to be confirmed. The device evaluation however did find that the image was purple due to a defective cable. The device evaluation also discovered that there was a cut in the video cable and corrosion was found in the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.